Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 10 mg/ml at a dose of 3 mg per day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient had reported an increase in pain and that refill volumes were not matching the expected volumes. The dates and specific amounts were not available. A catheter dye study, on an unknown date, was attempted but the hcp was unable to aspirate drug from the catheter. It was not known what led to the event and the provided event date of (B)(6) 2016 was noted to be approximate. A catheter revision then occurred on (B)(6) 2016. A kink was noted near the anchor site. The catheter was cut, and cerebrospinal fluid (csf) flow was noted from the spinal segment. The hcp accessed the catheter access port and flushed the pump segment with preservative free normal saline. It was then reported that with the spliced catheter, csf was able to be aspirated without difficulty. The issue was considered resolved at the time of the report. The patient's status at the time of this report was listed as "alive - no injury". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.